Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title continuous or interrupted pledgeted suture technique in stented bioprosthetic aortic valve replacement: a comparison of in-hospital outcomes.

Event description:
The article, "continuous or interrupted pledgeted suture technique in stented bioprosthetic aortic valve replacement: a comparison of in-hospital outcomes", was reviewed. The article presented a retrospective, single center study on comparing outcomes for both techniques of regarding the continuous suture technique (cst) for aortic valve replacement (avr) versus interrupted pledgeted technique (ipt). Devices included in the study were edwards magna ease and abbott trifecta/trifecta gt. The article concluded that the continuous suture technique was associated with lower postoperative gradients and shorter crossclamp time compared to interrupted pledgeted technique. Differences in paravalvular leaks were non-significant, although slightly less in the continuous suture technique. There were no further differences in valve-related complications. Hence, continues suture technique is safe, with better hemodynamics compared to the interrupted pledgeted technique. This may be of clinical importance, especially in smaller size annular size. [The primary and corresponding author was bardia arabkhani, department of cardiovascular and thoracic surgery, uc louvain saint luc, brussels, belgium, with corresponding email: bardia.arabkhani@gmail.com] the time frame of the study was from january 2011 to july 2020. A total of 1356 patients were included in this study, of which 35% received an abbott device. The average age was 72.4 years and the majority gender was male. Comorbidities included diabetes mellitus, hypertension, hypercholesterolemia, prior cardiac surgery, prior cerebrovascular accident, carotid stenosis, aortic stenosis/regurgitation, active endocarditis.

Manufacturer narrative:
Summarized: patient outcomes/complications of continuous or interrupted pledgeted suture technique in stented bioprosthetic aortic valve replacement: a comparison of in-hospital outcomes were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, hypercholesterolemia, prior cardiac surgery, prior cerebrovascular accident, carotid stenosis, aortic stenosis/regurgitation, active endocarditis. Some of the complications reported were surgical intervention (permanent pacemaker), heart block, stroke, paravalvular leak, aortic stenosis these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature: article title continuous or interrupted pledgeted suture technique in stented bioprosthetic aortic valve replacement: a comparison of in-hospital outcomes.